Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip broke on the bd emerald¿ syringe during use. There was no report of injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: upon visual inspection of the returned sample we were able to verify the reported issue of a broken tip. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or due to the condition for which the product was handled. If there was a minor defect that was not detectable in our inspection process, the tip could break as a result of both the minor defect along with the force used to engage the product. Investigation conclusion: minor damaged in the barrel which produced breakage of the tip during handling of the product in the manufacturing process.

Event description:
It was reported that the tip broke on the bd emerald¿ syringe during use. There was no report of injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the tip broke on the bd emerald¿ syringe during use. There was no report of injury or medical intervention noted.